Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee surgical procedure, it was observed that the battery oscillator device would not secure the cutter devices. There were no delays to the surgical procedure. A spare identical device was available for use. The surgery was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not hold the blade, the set screw was damaged (bent), the straining ring was loose, there was an unknown liquid found inside the unit and the oscillating head was cracked. Therefore, the reported condition was confirmed. It was determined that these issues were consistent with inadequate manufacturing and design specifications (CAPA related), improper handling and improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.